Event description:
It was reported that the device had an electrical reset. The patient had the device interrogated and save to disk will be sent in for analysis. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.